Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow through two (2) clearlink system y-type blood/solution sets. The y-type tubing for blood did not allow fluid to flow past the filter chamber. This event occurred near the end of the patients receiving their first unit of blood with approximately 30 ml remaining in the unit. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.